Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon was pulling the specimen out of the incision, the bag broke. The specimen fall into the patient. Opened a new bag to complete the procedure. There was no patient injury.